Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that she has had high blood glucose for a couple of weeks. The current blood glucose reading is 166 mg/dl. Customer feels exhausted and chest pains. The blood glucose reading at the time of the event was over 800 mg/dl. During troubleshooting, time and date correct. Programming is correct. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.